Event description:
Territory business leader (tbl) reported patient has been hospitalized (B)(6) 2020 due to reading at 85. Tbl could not confirm if v-go was taken off prior to arrival at the hospital. Tbl stated v-go was worn by patient on her abdomen.